Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer received new and relevant information on 08/05/2024. The device was returned to the service center for evaluation. During the lab investigation of the device, pil cannot confirm the complaint of particles being in the airway. Due to the tubing and humidifier not being returned, pil cannot confirm particles being in the tubing or chamber. The error logs shows the device has 6,499.4 machine hours, and 0 blower and therapy hours likely due to the unit being reset prior to arrival to pil. There were no errors logged. Care orchestrator was not available for download. During the investigation, pil observed an unknown residue with tiny fiber-like particles on the top enclosure. A light-brown unknown contaminant was also observed on the top enclosure. Dust-like unknown contaminants were observed on the bottom enclosure. A light dust-like contaminant was on the top portion of the blower. There was an unknown dust-like contaminant observed on the blower box and blower seal. Section g3, h1, h4 and h6 have been updated in this follow up report.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box h, now it was corrected. Box h: (device) problem code grid, evaluation results code grid and conclusion code grid was corrected.